Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose was running high at 403 mg/dl. At the time of this report, customer's blood glucose was 362 mg/dl. During troubleshooting, a displacement test was performed and passed. It was recommended that customer change out the infusion set. It was stated that over time, with customer treating, her blood glucose lowered.